Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a self test alarm issue, display issue and button not functional on user interface could not be confirmed with the returned system controller (serial # (B)(6)). The returned device passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. Performed system controller self-test and the controller passed. All audio and visual alarms were verified during the test. All user interface buttons functioned as intended. Depressing the display button cycled through each of the six screens. Depressing the battery button activated the battery gauge. Depressing the silence button was able to silence an induced power cable disconnect alarm. A root cause of the self test alarm issue, display issue and button not functional on user interface could not be determined through the evaluation. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ alarms. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm. 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Under ¿how your heart pump works¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ under ¿system controller user interface components¿, explanation of the three user interface buttons is outlined. Heartmate 3 instructions for use (IFU) under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 2, system operations, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Cautions users to ¿ensure that the patients understand the need for having a caregiver present during system controller exchange and that all labeling instructions are followed, including calling the hospital contact.¿ under ¿system controller user interface components¿, explanation of the three user interface buttons is outlined. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient reported the self-test alarm was going off constantly. The pump was running but nothing was showing on the screen. The patient confirmed there was no physical or water damage to the system controller. The only time the lights worked on the controller was during the self-test and the patient was also able to read "self-test" on the display screen. The alarms were reported to be intermittent. The patient was reported to not be a good historian or taking directions and exchanged their controller successfully without contacting the healthcare team. The controller was not put to sleep after completing the exchange.

Manufacturer narrative:
Device serial number and lot number were not provided, and expiration date and manufacture date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.